Manufacturer narrative:
The treatment tip has been discarded and cannot be returned for evaluation. The treatment tip serial number is currently unknown. The data logs have been requested along with additional details of the patient event but have not yet been provided. The investigation is ongoing.

Event description:
A user facility reported that a patient had experienced a burn on their cheek, on the left side of their face, the day after receiving a thermage flx treatment. Solta medical branded cryogen and 1 bottle of coupling fluid was used with the highest level of treatment at 4.0. No system errors occurred during the procedure. This was the first time the tip was used on a patient and it was inspected prior to the treatment with no issues found. The patient had not undergone any other procedures in the symptom area on the procedure day or within 90 days prior. No additional details of the event have been provided, and the patient status, and outcome, are unknown.

Manufacturer narrative:
The customer declined to provide any further information on the patient event. The data logs from the patient event were evaluated and showed error had codes had occurred frequently during treatment. The following error codes occurred: tip too warm, tip too cold, insufficient force error, activation button timed out, treatment tip lifted prematurely, and insufficient tip force applied. The handpiece intermittently lost connection to thermistor 3 and thermistor 4 of the treatment tip. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system performed as expected. It was determined there may have been an issue caused by the tip or handpiece however, the treatment tip and handpiece were unavailable for return. According to the thermage flx user manual, burns are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No solta serial number was reported for this event. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.